Event description:
In 2009, the lay patient's mother contacted lifescan (lfs) alleging that the pt's one touch ultra 2 meter read inaccurately high. The mother said the alleged inaccurately high product reading occurred about 2 months ago and she could not remember all the details of the incident. She provided the following information: the mother said the pt tested with the reported product and received a normal result that was "100 and something". She said the pt started to have a seizure immediately after the normal reading was obtained. The pt's father attempted to give the pt orange juice to drink, but the pt lost consciousness. The mother called the emt's. The emt's reportedly obtained a reading of 38 on their device. The pt was not retested with the lfs product at this time. The mother said the emt's gave the pt "an injection to bring him around." The mother told the cca she no longer had the test strips that were used at the time of concern. The pt's product was replaced. The complaint is reported because the pt's mother alleges the lfs product read inaccurately high immediately before the pt lost consciousness and a low blood glucose reading was obtained by emt's.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.